Event description:
The customer reported a ventilator¿s touchscreen was not passing calibration and has been removed from service. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the touchscreen and provided the part identification number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information is pending.

Manufacturer narrative:
The customer reported the device issue was found during the performance verification test (pvt). There was no patient or user harm reported. There was no delay to patient therapy reported. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If pertinent information is later received, a supplemental report will be submitted.